Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Based on the reported information the investigation determined that the reported issue appears to be related to user error. The account reported the angle of the device during deployment was likely too low. This is consistent with user technique per cause analysis for vessel closure complaints which states the cause of needle to cuff miss are generally related to user technique and/or an interaction with patient anatomy. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that an arteriotomy closure of the left common femoral artery was attempted using the pre-close technique via a small-bore sheath hole prior to a cardiac ablation procedure. Reportedly, cuff misses [suture retrieval issue] occurred with 2 devices in a row, as the devices were angled too low. The suture of a 3rd new prostyle device was successfully pre-placed and the cardiac ablation procedure was completed using the same sized sheath. Hemostasis was achieved with the pre-placed prostyle suture. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.